Event description:
Reporter indicated a patient was implanted and subsequently developed an infection following surgery. The device was explanted several days following implant.

Manufacturer narrative:
Vns system labeling lists infection as a potential adverse event, possible related to surgery.